Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. New information added to the following fields:h6 and h10 corrected fields: d10 (therapy date), information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned and evaluated, and the customer¿s allegation was confirmed. The additional evaluation findings are as follows: the brightness was dark due to defective printed circuit board and light-emitting diode light, and the video connector was loose. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the brightness of the lamp was dark on the video system center. The issue was found during preparation for use and patient was not under anesthesia. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: front panel unit failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.